Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove filter. It was reported that an acculink stent was successfully implanted in the right internal carotid artery on an unk date. In 2009, an xact stent was implanted inside the acculink stent to treat restenosis. An accunet filter was used in the procedure; however, the accunet filter was difficult to remove. Recovery catheter (rc) 2 met resistance and became kinked. Rc1 was not successful retrieving the filter. Another rc2 was used to successfully retrieve the filter without difficulty. There was no adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The rx acculink stent referenced is being filed under a separate medwatch report. Evaluation summary: evaluation of the returned device revealed that only the rx accunet recovery catheter 1 (rc 1) was returned for evaluation. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is to the discretion of the user based on preference and experience to use the recovery system that is appropriate for the procedure. A kink was observed in the shaft proximal to the proximal end of the distal marker band. In addition to the kink in the shaft, a bend and a tear in the tip material was noticed. There were also two indentations in the shaft proximal to the tip. A conclusive root cause for the resistance met during the recovery, catheter advancement could not be determined and the event does not appear to be related to a device quality issue. It is possible that the rc damages occurred due to additional force applied when resistance was met. Reportedly, the vessel and the lesion were moderately tortuous and calcified respectively, which may have contributed to the event. The reported non-surgical therapy was in response to the second attempt in recovering the filter basket. The event appears to be related to the circumstances of the case, patient anatomical characteristics and/or operational context. During manufacturing, catheters are 100% inspected for any anomalies prior to packaging and are 100% inspected for on-line final inspection for all components of rx accunet embolic protection system. A review of the finished device lot history record for the rx accunet and the recovery catheter ii did not reveal any non-conformities which could have contributed to this complaint.